Event description:
Pt complained with contusion on hip. On (B)(6) 2015, pt was referred to the physical therapist. On (B)(6) 2015, pt was treated with hybresis treatment patch on left hip. On (B)(6) 2015, pt reported rash at the follow up visit. Patch was no longer used. On (B)(6) 2015, pt was treated with steroid dose pack (medrol) and pt did not have rash. On (B)(6) 2015, pt returned with rash on right lateral abdomen and left lateral hip.